Event description:
It was reported to philips that the system shutdown unexpectedly and then failed to boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the stent implantation was completed by using a portable c-arm. A philips field service engineer (fse) went onsite and identified system failed to boot up due to intermittent arcing in the converter. The review of system log file shows velara converter errors confirming the malfunction. The cause of the converter failure could not be conclusively determined by the supplier's part analysis, however the replacement of the converter by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.